Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered a bolus for a sweet drink and forgot to consume the drink. The blood glucose (bg) level dropped to 40 mg/dl and ice cream was consumed to address the bg level. Tandem technical support advised the customer to discuss the event with a healthcare provider.